Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel vein. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon rated burst pressure. The device was double wired and removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the sterling sl was returned for analysis. The returned device was incomplete, the tip and distal marker band were missing. The outer shaft, inner shaft, and balloon were visually and microscopically examined. Visual examination revealed the inner shaft was separated at 11.5cm from the tip. Microscopic examination revealed there was a longitudinal and circumferential burst. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel vein. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon rated burst pressure. The device was double wired and removed. No patient complications were reported.